Manufacturer narrative:
Di: (B)(4). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the seal was compromised. A 3.00x12mm promus premier stent was selected; however, during unpacking of the device outside the patient's body, it was noted that the silver packaging was already open. The device was never used in the patient. No patient complications were reported.